Event description:
The customer reported the generation of false negative anion gap results generated with erratic sodium (na), and high chloride (cl) patient results on their au680 ise clinical chemistry analyzer. The customer stated that the instrument also had ion selective electrolyte (ise) issues at the time of the event. The customer repeated the sample and obtained a result within the normal reference range for the patient. The erroneous result was not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the failure mode as multiple hardware. The fse replaced the ise mix bar, ise reference electrode, and the reference block to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).